Manufacturer narrative:
Pump was received with pump error during rewind due to corroded motor assembly. Unable to perform functional testing due to pump error. Pump was received with white spot on display due to corroded electronic assembly on pcb1. Pump had cracked case at corner of the belt clip rails, cracked reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.